Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that the chang cannulas were blocked and one cannula tip was broke off at an unknown timing. The procedure type was unknown. No patient harm was reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the returned sample could not be confirmed by the customer's event: only 1 content label with lot number 161vpa was returned. Customer report could not be confirmed because the suspected chang cannula was not returned for evaluation. A review of the reported pack's bill of materials (bom) shows the suspect product is oa4036j- cannula,hydrodis(chang),27gx3/. A review of the systems, applications and products in data processing (sap) where-used parts list shows all (120ea) oa4036j- cannula,hydrodis(chang),27gx3/ were built into this finished goods lot. The supplier's investigation of the oasis chang cannula revealed the root cause to be an error derived from the electropolishing process. The residue was remnants from the electropolishing process. Their product qualification indicated that trace levels of electropolishing solution were present within the final product. The supplier has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. To address root causes, the following action was taken: inspected all on hand inventory for any residuals as identified within the complaint and resulted in no product was identified with white residuals on the tip. Updated/established the frequency of replacing the electropolishing solution in the electropolishing process based on the manufacturers' recommendation. Updated the electropolisher service log to include a quality audit (qa) check to ensure the service is being executed.3 revised the equipment activity log to include qa check to monitor activities being executed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. No further action has been identified for this reported event at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer's evaluation of the returned sample could not be confirmed by the customer's event: only one content label with lot number was returned. Customer report could not be confirmed because the suspected cannula was not returned for evaluation. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. Alcon has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.